Manufacturer narrative:
Investigation pending.

Event description:
Caller reports a false positive tni using the triage cardiac profiler kit. The admitting diagnosis ruled out mi, pneumonia, and aaa post-repair. Customer reported that the reference ranges for tni on the triage cardiac test and the eci tni test are the same: normal = 0.00 - 0.12 ng/ml, abnormal = >0.12 ng/ml.